Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter. Pt's target therapeutic range is 2.0-3.0. More than one lot used for results, but only the most recent number is known.